Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 180 mm thoracic aortic dissection. It was reported that after the index procedure was complete the patient¿s condition changed suddenly in the intensive care unit. Retrograde dissection was noted by CT. A thoracotomy was performed, and the ascending aortic arch was replaced, and the patient appeared to be stable. The stent graft remains in the patient. As per the physician, the cause of the event was due to patient anatomy and oversizing of the device. It was reported that a 34mm device was implanted but it was thought that a 31mm device should have been considered as it was a circumferential dissection. No additional clinical sequelae were reported and the patient is being monitored.

Manufacturer narrative:
Update: fdc code added at investigation completion. If information is provided in the future, a supplemental report will be issued.